Event description:
Procedure: liver resection. According to the report: after using the dst eea device, the colon was torn 30mm. Anastomosis to the rectum and colon could not be done successfully. There was no report of pt injury.